Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving variable readings. Caller has two meters. He bought the blue one about 6 months ago and last night he got 2 readings with the blue meter about 100 points apart and took extra insulin. So today he went and bought a new meter - red one that came with a dead battery. The two meters read about 10% variance and he was ok with that but still doesn't trust the blue one due to the incident last night. He wants a new blue meter and a new battery, and control solution. (B)(6) 2014 audio was reviewed and caller stated meter almost put him in the hospital because he took too much insulin. Contacted customer for details but he was in the hospital because he had a heart attack (unrelated to meter) and he said he would get back to us when he gets out. Replacing product.